Event description:
Pedicle plates and screws were implanted on 11/25/92, and surgeries for scraping and cleaning area were performed on 12/21/92 and 12/23/92. Pt is unable to perform any tasks requiring bending, lifting, or walking short distances. Cold and rainy weather affects the back greatly because the screws and plates are so close to the nerves associated with the back's electrical system.